Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She was unable to clear the screen. Customer's blood glucose level was 47 mg/dl. She treated her low blood glucose level with food. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.